Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number 1644408-2022-01588; 425-97-008, s800 - revision surgery, revision surgery; surgical - quality complaints. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - MDR - serious risk to patient/required intervention to prevent impairment/damage (revision).